Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the button were unresponsive and that it was exposed to change in altitude. The customer was advised that removing the battery cap and inserting a new battery could resolve the issue. It was reported that the keypad became responsive after the troubleshooting but eventually became unresponsive. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. All buttons function properly; no damage to keypad traces and connector on the electrical board was not unlocked during visual inspection.